Manufacturer narrative:
The device was received for evaluation with 25 ml of fluid in the bladder. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed by filling the device with dextrose solution and allowing the device to flow. The device¿s flow rate during the functional flow rate test was found to be within the product flow rate specification range. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a ¿variable flow¿ during use with an infusor which resulted in the patient experiencing ¿legs are asleep¿. The patient was receiving an "analgesic cocktail" via epidural route. It was reported the regulator on the infusor was locked at 5 ml/hr., with a standard fill volume of 300 ml. It was reported the infusor was disconnected and the ¿tab of the pca module¿ was removed. The infusion was delivered less than 24 hours, specified as "very quick to empty". The cause of the event was not reported. There was no report of a medical intervention associated with the event. It was reported the patient recovered mobility within approximately two hours. No additional information is available.